Manufacturer narrative:
Device available for evaluation.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer cleared the alarm and delivered a bolus via the pump. The customer went to the emergency room (ER) with an elevated blood glucose (bg) level. However, the exact value was not provided, the bg meter displayed "high". Reportedly, the customer left the ER with a bg level of 250 mg/dl after being treated with intravenous drip. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past.